Event description:
It was reported that, during tka surgery, the surgeon complained that the universal pin driver was not holding the tibia bone spikes. Upon inspection it was noted that in fact the universal pin driver was damaged and it does not hold the tibia bone spikes anymore. The procedure was finished with a change in surgical technique. There was no delay and no injuries to patient reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the entry point of the pin drivers were the connection of the pin goes is severely damaged. This device shows significant signs of wear/usage. This device was manufactured in 2017. A functional evaluation confirmed the stated failure. The driver would not hold a .123 pin gage as intended. A medical investigation was conducted and this case reports that during a tka, the universal pin driver was damaged and it does not hold the tibia bone spikes. Per email communication, the procedure was finished with a change in surgical technique. There was no patient injury or surgical delay. Therefore, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.